Event description:
It was reported that setscrew loosened and separated from the screw head of a spinal implant construct. Surgeon replaced it with a new setscrew which did the same thing. The surgeon removed the screws at this spinal level and replaced them with bilateral oversized polyaxial screws. It was the most distal end of the construct that loosened. As surgical intervention occurred, an MDR is filed to document this event.

Manufacturer narrative:
A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct is fully tightened and assembled properly. Construct loosening is listed as possible adverse outcome in the instructions for use (IFU) supplied with the device.